Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a penetrating atherosclerotic ulcer. The proximal neck was 29 mm and distally it was 26 mm and the length was 26.5 mm. The patient presented with paus (penetrating atherosclerotic ulcer) in the abdominal aorta. The patient had a stenotic left renal artery with thrombus in the abdominal aorta and the descending thoracic aorta. The endovascular procedure was completed successfully without complications. It was reported that the patient presented with paraplegia one day post operatively and a spinal drain was placed upon this clinical assessment. Upon further follow-up it was confirmed that the paraplegia resolved. No additional clinical sequelae were reported. Review of returned pre-implant films showed the aaa contained significant thrombus along its length; very ¿shaggy¿ appearance with 2cm average flow lumen diameter. Thrombus was also seen within descending thoracic aorta. The proximal neck flow lumen just below the renal arteries was 23 x 24mm. Approximately 7cm below the renal arteries there was a possible pau which measured approximately 3 x 4 cm in diameter. Images during the implant were not provided; the cause of the paraplegia could not be determined from these images. Unknown if may be procedure related due to pre-existing thrombus.

Manufacturer narrative:
(B)(4). Evaluation codes, conclusion: 24 off-label, unapproved or contraindicated use (treatment of a pau, no aneurysm was present).